Manufacturer narrative:
Batch review performed on 21-aug-2020. Lot 141457: (B)(4) items manufactured and released on 27-may-2014. Expiration date: 30-apr-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs manager: femoral component (stem, head and liner) revision performed 5 years after primary cementless total hip arthroplasty. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
The patient came in reporting pain due to a loose stem 5 years and 3 months after the primary surgery. The cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.